Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Observation on the setscrew mark was noted on terminal pin and drag marks noted on terminal ring. A cut through insulation from terminal pin was also observed and the helix was fully retracted and no damages were noted. Further, there were no irregularities noted at lead tip or helix of lead that could be contributed to dislodgment.

Manufacturer narrative:
(B)(4) the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and exhibited high pacing thresholds. The lead was explanted. No additional adverse patient effects were reported.